Event description:
It was reported that during a device upgrade procedure, it was noted that the right atrial (ra) lead had outer insulation damage near the suture sleeve. The ra lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).